Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient called them on (B)(6) 2019 stating that she couldn't breathe at times due to the ins shocking her. No further complications were reported.

Manufacturer narrative:
Date of event: date is approximate. Outcomes to adverse event: marked other for the reported inability to breath. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having issues with the ins in their back. The patient stated the ins had been shocking them to the point where they could not breath. The patient said they tried turning the adaptive stimulation off, but they were still getting shocked. The patient tried turning the stimulation down and was still getting shocked. The patient said they then turned the ins off and the shocking did stop. The patient mentioned that they did move and they may have over done it by picking up heavy boxes. The patient was sent physician listings. No further complications were reported/anticipated.